Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, access was obtained via the right transfemoral artery using an 18 fr introducer sheath. Two pre-implant balloon aortic valvuloplasty (bav) were performed using a 20 mm non-medtronic balloon. Subsequently, the valve and delivery catheter system (dcs) were inserted into the patient and advanced to the annulus. After the first attempt at deployment, the valve was implanted. Per the physician, the placement position was appropriate so the valve was not recaptured. A post-implant bav was performed using a 20 mm non-medtronic balloon and the sheath was withdrawn. Vascular characteristics were confirmed via digital subtraction angiography, which revealed vascular damage with a dissection at the right external iliac artery puncture site. An attempt was made to compress the dissection and secure the lumen using a 6.0 mm x 10 cm endovascular treatment balloon; however, this proved to be difficult. The area was covered with a stent and sufficient blood flow to the periphery was confirmed.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the minimum diameter of the access vessel was 5.6 mm. The injury occurred near the end of the procedure. Per the physician, the injury was caused by the closure device not working well, and the dcs did not cause or contribute to the injury.